Event description:
It was reported that during the load cartridge step the pump dispenses insulin, and when it is completed the pump reads 175 units of insulin remaining.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4): a review of the black box showed no evidence of loss of cartridge detection. The pump successfully completed rewind, load, and prime steps. The force sensor was tested and found to be within specifications. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.